Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. The depth markings between the molded joint and the 41cm depth marking were worn. An attempt to infuse water through sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed 3.5cm distal of the molded joint when infusion through the proximal-valve lumen. Microscopic inspection of the leak site revealed a partially circumferential split. The split was irregular and sharply defined. The split surfaces exhibited coarse striations. Material discoloration was observed in the vicinity of the split. The split features were consistent with damage cause contact between the catheter and a sharp instrument. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿

Event description:
It was reported that the catheter was inserted via left basilic vein and air was aspirated, so it was checked and leak was confirmed. No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
It was reported that the catheter was inserted via left basilic vein and air was aspirated, so it was checked and leak was confirmed. No patient harm reported.